Event description:
The customer reports during an unspecified thoracic procedure using a lf-gp fiberscope, had a piece of the insertion tube break off into the patient's larynx during a procedure and had to be retrieved. The intended procedure was completed. No further consequences to the patient have been reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The device was returned to olympus for evaluation. The insertion portion was inspected under a microscope and found approximately 50 percent of the bend section cover glue was detached on the insertion tube side. The missing portion was returned with the physical device